Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that foreign material was present in the tip of the rotawire. The severely calcified target lesion was located in the coronary artery. A rotawire was selected for use. During unpacking of the device there was no problem noted with the rotawire. After ablation was completed, the rotawire was removed using an unspecified non-bsc microcatheter. After that, a black foreign object was noted near the rotawire spring tip (2.2cm from the tip). The physician did not know where the foreign material came from, but stated that it seemed like a tip of the microcatheter. Ablation was completed prior to this issue occurring so the rotawire was replaced with a new wire to complete the procedure. There were no patient complications reported.

Event description:
It was reported that foreign material was present in the tip of the rotawire. The severely calcified target lesion was located in the coronary artery. A rotawire was selected for use. During unpacking of the device there was no problem noted with the rotawire. After ablation was completed, the rotawire was removed using an unspecified non-bsc microcatheter. After that, a black foreign object was noted near the rotawire spring tip (2.2cm from the tip). The physician did not know where the foreign material came from, but stated that it seemed like a tip of the microcatheter. Ablation was completed prior to this issue occurring so the rotawire was replaced with a new wire to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit returned has a foreign matter on the tip as part of overall visual revision. Visual inspection revealed that the device has its distal tip kinked. The wire has a couple of kinks on the body. There is a particle on the distal section of the wire. Dimensional inspection revealed that the overall length and outer diameter of the distal tip, middle of the device and proximal section were within specifications.